Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/20/2015 with the following findings: the battery cap was unable to fully tighten due to damaged threads on both the battery cap and the battery compartment. There were battery compartment cracks in the thread area. There was evidence of moisture in the battery compartment. The keypad rubber was peeling form the pump. The contrast button contact was missing. Contamination was found on the keypad wire near the contrast button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked with moisture observed in the battery compartment, the battery cap and battery compartment had stripped threads. This report is made based on results of investigation completed on 11/20/2015.